Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Previous reported patient code 3191 is for surgical/medical intervention and revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 04.168.480s, lot: 2l18854, manufacturing site: grenchen, release to warehouse date: 07.november 2018, expiry date: 01.november 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, an implant cut-out had occurred as confirmed via x-rays. Originally, the patient was implanted with femoral neck system (fns) due to a femoral neck fracture on (B)(6) 2019. However, on (B)(6) 2019, the patient fell resulting in penetration of an implant to the bone head. Thus, implant removal and a bipolar hemiarthroplasty will be scheduled on (B)(6) 2019. Patient status is unknown. Concomitant devices reported: fns plate (part # 04.168.000s, lot # l885537, quantity# 1). Locking screw (part # 412.215s, lot # l880427, quantity # 1). This is report 1 of 2 for (B)(4).